Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the threads of the twinfix broke just after the deployment, it was inside the patient and was removed arthroscopically with instruments. The procedure was completed with a s+n back up device. The back up device was used in the same hole. There was no surgical delay and no further complications were reported. Surgeons was happy with outcome.

Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certification of analysis is required with each lot. An analysis of the customer provided image(s) found the device laying over its package, next to its identification information. The suture of the device was out and under the handle. Factors that could have contributed to the reported event include excessive force on the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.